Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor power supply voltage error detected and pump did not command motor movement. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and customer was able to passed the rewind and displacement test but fail during self test. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Hardware low level failures error confirmed in the device history due to broken trace on keypad assembly. No this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error, motor power supply voltage error detected or failed battery alarms noted during testing.